Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Analysis of CT values indicates that the result was just at lod, which is consistent with the sensitivity of the device. Distributor was advised to recollect patient for confirmation recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient believed she had a false positive because she took our test and a test at her job on the same day; ours resulted positive and the one at her job was negative. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.